Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19776. It was reported the patient experiences persistent discomfort at the ipg pocket site. The patient does have stimulation but it does not provide pain relief. The patient has been scheduled for an explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.